Event description:
A malfunction was reported on a pump by the customer. There was no reported impact to the customer¿s blood glucose level, as the specific value was unknown or the customer declined to answer. The customer did not report resetting the pump for the malfunction within the last 24 hours, so technical support provided pump reset instructions. The customer intended to use modi as a backup therapy method until further follow-up could be conducted when the pump shuts down.